Manufacturer narrative:
Citation: okuyama k et al. New-generation transcatheter aortic valves in patients with small aortic annuli - comparison of balloon- and self-expandable valves in asian patients. Circ j. 2020 oct 23;84(11):2015-2022. Doi: 10.1253/circj.cj-20-0368. Epub 2020 sep 30. Earliest date of publish used for date of event . Medtronic products referenced: evolut r (PMA# p130021, pro code npt), evolut pro (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the hemodynamic and clinical outcomes between new generation balloon-expandable and self- expandable transcatheter heart valves in asian patients with small aortic annuli. All data were retrospectively collected from a single japanese center between january 2016 and march 2019. The study population included 46 patients and was divided into two groups: balloon-expandable valve patients (33) and self-expandable valve patients (13). In the self-expandable group, medtronic evolut r and evolut pro transcatheter valves were implanted (all female, mean age 84 years, mean weight 46 kg). No serial numbers were provided. In the self-expandable group, one death occurred within one year after valve implant due to intestinal obstruction. No further details were provided about the death. Based on the available information, medtronic product was not directly associated with the death. In the self-expandable group, adverse events included: new permanent pacemaker implantation, new left bundle branch block, moderate to severe paravalvular leak, and patient-prosthesis mismatch. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.